Event description:
The customer reported that the system exhibited a communication error. Further information was received which indicated that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The rtos (real time operating system) cpu assembly was evaluated and replaced. The power tabs in the workstation were also changed during the service event. The system was tested and found to be working as intended and returned to service.